Event description:
The facility reported an infusion pump with a failure code 804:34. The information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtain information details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. No additional contact information was available.